Event description:
On (B)(6) 2010, the consumer indicated that he recently found a bottle of ky jelly in his medicine cabinet and not knowing it was 4 years old, used it. The consumer called again on (B)(6) 2010 and claimed the product gave him (B)(6). He checked the (B)(6) of his penis and it has little pimples on it.

Manufacturer narrative:
Date of this submission is (B)(4) 2010. This closes out this report unless additional significant information is received.